Event description:
Pt caregiver called and stated pump was not working. Delivery person took out another pump. Pt caregiver called again to say "it's not the pump, it's the bags." She tried 6 different bags and none worked on the pump. Delivery person replaced with other bags. Reported to MFR.